Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0te4m, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient felt terrible bladder pain that lasted for a few hours last night. This was considered a sudden change in symptoms. Everything was fine today and the patient's urinary symptoms were fine. The patient had informed their health care provider's (hcp's) office. The patient lost their patient programmer. The patient's hcp called to order a programmer for the patient. They were aware of the patient's bladder pain and were addressing the issue. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.